Event description:
Medtronic received a report that an apollo catheter was damaged and found leaking. The patient was undergoing endovascular embolization of an arteriovenous malformation. The accessed vessel was the right femoral artery with a diameter of 4 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that a catheter leak was observed to the apollo catheter 12-15 cm proximal to the tip. It was reported there was damage to the apollo catheter. The catheter was tested or inspected prior to use. The leak was observed during use. The procedure was successfully completed. Another apollo catheter was used, and the avm was embolized with onyx. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a launcher gr guide catheter, mirage microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.